Event description:
It was reported that the customer was filling the reservoir when insulin leaked passed the rubber. The customer stated that the reservoir was really loose. Advised the customer to discard the supply and a replacement would be sent. The blood glucose reading was unavailable.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.